Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain around the implant site, subsequent to an impact to the head. It was reported that the patient underwent surgery on (B)(6), 2012, to correct the position of the receiver/ stimulator and resolve clinical symptoms. The implanted device remains.